Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the tined lead had migrated and needed to be changed. A replacement procedure was done and the patient continued with therapy after. No information regarding the cause of the migration or the symptoms experienced was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider, via the manufacturer representative reported the lead was replaced because there was a loss of efficacy. The surgeon suspected migration. No further information was reported.